Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call of being hospitalized for high blood glucose of 468mg/dl. Customer indicated that, at the place where the battery goes in, the battery compartment is damaged. Customer also indicated that the battery ran out a few days before the hospitalization and was not able to change the battery. Customer is currently in the hospital and is requesting a new pump. Troubleshooting is unable to be completed as the pump battery is dead.